Event description:
It was reported the dyonics 25 inflow / outflow suction tubes had no pressure flow. Two hours delay was encountered and patient was under extended anesthesia. No patient injury was reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No serial identification information was provided and thus a manufacturing record review could not be conducted.